Manufacturer narrative:
(B)(4). Date sent: 3/20/2026 d4: batch #739d48 additional information was requested, and the following was obtained: please provide more details about the device quality issue. Was the firing sequences started? If yes, was the firing sequence completed? Does not staple did the device deliver any staples? Does not staple if yes, were the staples formed properly? No what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? No were there staples missing from the staple line? No did the device cut? No if yes, was the cut line complete? If yes, was there any issue with the cut line was there any difficulty opening the device jaws? No if yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. How long was the procedure extended? (Minutes/hours). 10min was there any patient consequence as a result of the procedure being prolonged? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10 upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device pve35a lot number a98u62 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 739d48, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was not functional. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.